Event description:
Upon arrival to the MRI suite, the patient was transferred from the ICU bed to the MRI table, the IV medications were transferred to the MRI compatible pump and the patient was placed on the MRI compatible heart monitor. The patient was strapped on to the table and the ventilator tubing was positioned and secured by the respiratory therapist. The patient was placed in the magnet and the staff went out of the MRI suite into the monitor room to view the patient while he underwent the test. When the staff arrived in the monitor room, one of the nurses noted an artifact on the heart monitor. The MRI technician advised the nurse that there is a certain amount of interference from the magnet. The nurse asked the technician to recycle the blood pressure which came up as 0 mmhg (systolic) over 0 mmhg (diastolic) and the heart rhythm was noted to be bradycardic. The scan was stopped to check the patient. When the team entered the MRI room, the patient was removed from the magnet. His face was noted to be cyanotic and the nurse was unable to feel a pulse. Code blue was called and initiated. Crepitus was also noted through the abdominal, groin and scrotum.